Event description:
The clamps of the av fistula needle set do not clamp properly when returning patient¿s blood and has caused the patient to lose unnecessary blood. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).